Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found no significant anomaly. The body of the extension was cut through and the product segmented. Analysis of the extension (s/n (B)(4)) found no significant anomaly. The body of the extension was cut through and the product segmented.

Event description:
It was reported the parkinson's disease patient had experienced two separate incidents of infection ¿around (B)(6) 2014.¿ it was further reported that during the infections, the patient experienced symptoms of ¿hot, swell, and pain.¿ the patient was administered perioperative antibiotics and underwent debridement surgeries due to each incident. ¿recently¿ at the time of report, the patient ¿felt the wound suture position had an infection.¿ when checked at their hospital, it was found the patient¿s ¿extensions were damaged and had poor contact.¿ the patient¿s ¿symptom didn¿t get worse¿ as a result of the event. The patient underwent an extension replacement procedure three days after report as a result of the event. It was noted that during the procedure, only the patient¿s extensions were replaced, the patient¿s leads remained implanted. The procedure ¿was successful and the target was accurate¿ and ¿the patient¿s symptoms got better after the surgery.¿ it was noted the patient¿s ¿doctor guessed the infection and extension damage could be caused by rejection¿ of the device. It was stated the ¿debridement surgeries didn¿t cause the extension damage because the symptoms got better after the debridement surgery¿ and ¿there was no wire pulling act¿ at that time. The patient¿s device was on as of four days after initial report and their symptoms had ¿improved a lot.¿ the patient¿s infection was ¿resolved¿ and they were ¿in good condition.¿ the patient was able to receive effective therapy at that time. Additional information was requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.